Event description:
It was reported the power light was on, but when the button was pressed to start telemetry, no other light would come on. Since receipt, the patient could not use the monitor. There had been no transmissions. The monitor was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there was corrosion and contamination on the printed circuit (pc) board assembly.